Manufacturer narrative:
The cls was returned to saluda. The device passed functional testing with no anomalies identified. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to an inability to tolerate stimulation at levels sufficient to achieve adequate pain relief. The patient additionally reported exacerbation of their pain condition when stimulation was on. Reprogramming was attempted and unable to resolve the reported issue. At patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.